Manufacturer narrative:
Final device investigation found that the device was returned mated together with the seal ring separate from the device. There was a gap in the sleeve seal. Upon evaluation, the bi-leaflet seal did not pass a pin gauge test. This is possibly due to the manner in which the device was returned to the manufacturer. When the obturator is left inside the sleeve for long periods of time, material deformation. The device was then pressure tested and showed signs of leaking due to the gap. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during pre-op set up for a robotic prostatectomy the device was inserted into the patient and it was found that the lid was loose and the seal was leaking/wouldn't keep gas where it needed to stay. A second device was opened and the lid was changed out. The problem remained. It was then discovered that the rubber ring in the port had fallen out during set up on the back table. The device was replaced. No injury was reported.